Manufacturer narrative:
Returned to manufacturer date corrected from 02/13/2015 to 02/17/2015. Result: the 5max ace was fractured in the proximal shaft approximately 24.1 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated the 5max ace was fractured. Evaluation of the returned product confirmed the 5max ace was fractured. A neuron max guide catheter was also returned, but was not mentioned in the original complaint. Evaluation revealed the neuron max was kinked. These types of damage typically occur when a catheter is improperly handled during removal from packaging or during preparation for use. If the 5max ace is removed from the packaging hoop or manipulated during insertion into the patient at an angle, the shaft may fracture due to excess force and bending of the catheter. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the case, the ace catheter was flushed and the physician noticed the catheter winding was exposed and it was not used. The procedure continued successfully using a new penumbra system 5max ace reperfusion catheter.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.